Manufacturer narrative:
The manufacturing records were reviewed and no issues were found.

Event description:
It was reported to nevro that during the implant procedure the patient developed leakage of cerebrospinal fluid. The procedure was stopped and the issue resolved without requiring further actions. About a month later the patient was implanted successfully with no reports of complications.